Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in shock impedances. The values had risen, but were stable around 117 ohms. These values are still within normal limits, but a commanded shock was still performed. Values were stable and within range during the shock, so the physician is monitoring the patient. The rv lead and existing implantable cardioverter defibrillator remain in service. No additional adverse patient effects were reported.